Event description:
During a 1 month follow-up telephone conversation, it was stated that the patient underwent additional hospitalization due to a myocardial infarction. No additional information was available.